Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 3 bd pen ndl 31ga 5mm had device attachment issues. The following information was provided by the initial reporter: a patient reported that the needle npe could not be attached to the pen for use.

Event description:
It was reported that 3 bd pen ndl 31ga 5mm had device attachment issues. The following information was provided by the initial reporter : a patient reported that the needle npe could not be attached to the pen for use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: three open 31g x 5mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320129. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all three samples. A functionality test was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.